Event description:
During in-house testing, the u-spring was found damaged in such as way, the plunger holder/track ii would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.